Manufacturer narrative:
E1: healthcare facility name: (B)(6). Device evaluated MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A pinhole in the balloon material was observed located approximately 5mm proximal of the tip of the device. The rated burst pressure for this device is 20 atmospheres. A visual and tactile examination found the shaft of the device to be kinked at approximately 15mm proximal of the proximal markerband. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
Reportable based on the device analysis completed on (B)(6) 2024. It was reported that water leakage occurred. The target lesion was located in the arteriovenous fistula. A 80, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was leaking water. During the procedure, the balloon ruptured after the sixth inflation at 10 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure. However, returned device analysis revealed pinhole in the balloon.